Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated ckmb result, above the normal reference range, generated by the access 2 immunoassay system for one patient. Subsequent testing of the patient sample on the same instrument produced erratic results within the normal reference range. Repeat testing on another instrument produced repeatable results within the normal reference range. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected into a lithium heparin plasma tube that was centrifuged for 5 minutes at 5,100 rpm. Qc was within the customer's established ranges on the date of the event. Per customer supplied data, system checks performed on (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 all passed within instrument specifications. A field service engineer (fse) was dispatched and replaced several hardware components. The fse performed a system check, qc, and a precision run. Although the fse replaced parts, a definitive root cause has not been identified for this event to date.